Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has not used therapy or charged the ins in over a year and a half. The ins could not be interrogated. It was also noted that the recharger and patient programmer no longer work. The equipment was covered in dirt and dust and the recharger cord had some damage. The external equipment was to be returned to the manufacture 'next week.' It was noted that the programmer did not have batteries in it and was not tested. The patient was instructed to call in the rep when they had new equipment to try and trickle charge the ins. No patient complications were reported. Additional information received from the rep on 2018-07-17 reported that they advised the patient to call in to get a new programmer/recharger but they did not do so. The patient did not wish to use the therapy any further and an explant was being planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.